Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture and implant exchange due to concern with the product against left device. Device remains implanted.

Event description:
Healthcare professional reported "findings of probable silicone infiltration into a 15 mm lymph node the low left axilla" via MRI.

Manufacturer narrative:
Corrected data: b.5., h.6.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: red particles on the surface of the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.